Event description:
Pt was a high risk pt undergoing open heart surgery. Balloon was inserted in left groin just prior to pt coming off bypass. After a period of time, the gas loss alarm flashed, and blood-tinged fluid noted in the gas shuttle line. Balloon pumping terminated immediately; the balloon was removed from the pt; and a another co's balloon was inserted. Cardiopulmonary bypass was reinitiated, and the pt was cooled and treated with barbiturates. The pt later expired in the or.